Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that emergency medical services were dispatched, and they were hospitalized for few hours for high blood glucose on (B)(6) 2021. The blood glucose reading at the time of incident was 415 mg/dl. The customer reported symptom such as flu like altered visions. The customer stated that the infusion set had a bent cannula which led to the no delivery alarm. The customer was treated with manual injection and saline at the hospital. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was not using auto mode. The customer did the troubleshoot for high blood glucose. The customer¿s blood glucose reading during call was 97 mg/dl. The insulin pump will not be returned for analysis.